Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it was unable to communicate with a test monitor. Upon evaluation, the pgnd wire was open inside the trunk cable. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report a service code 204.